Event description:
This report is based on information provided by philips service parts supply (sps) warehouse and has been investigated by the philips complaint handling team. A power management (pm) board was returned for which the customer was given the option of a part replacement or part credit. No device information was provided. It was reported that the v60 ventilator kept shorting out and vent services required showed after the pm board was installed. The old pm board was put back into the device and the unit functioned properly. The philips service personnel indicated that it may be a faulty capacitor or pin that is causing the issue. The device was outside of use at the time of the reported failure. There was no report of patient or user harm. We are unable to confirm the final decision by the customer, or final disposition of the device. No further work was performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.